Manufacturer narrative:
The rv lead and pacemaker remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that there were two episodes recorded in this pacemaker's memory due to noise being oversensed on the right ventricular (rv) lead. The oversensing resulted in four seconds of asystole. It was reported that at the time of the episodes, the patient had undergone a procedure to remove skin cancer sites. Testing was performed and the lead measurements were all in normal range. The noise was not able to be reproduced with device manipulation and isometrics. The patient will be seen again in three months for another evaluation. The patient was asymptomatic at the time of the asystole and no other adverse patient effects were reported. The physician stated that the noise was caused by the surgical equipment used for the skin cancer removal procedure.